Event description:
It was reported that during a endoluminal grafting procedure, a kidney perforation and death occurred. The physician was placing a fenestrated aortic aneurism graft with a 45 degree neck angulation. The physician had advanced another manufacturer's guide wire, however, the physician found he was unable to advance stents on that wire and exchanged it for the v18 control wire. There was no difficulty noted advancing the v18 control wire to the treatment site. During the procedure the tip of the v18 control wire was found to have punctured the kidney resulting in a bleed. The kidney perforation was diagnosed on the post op CT by the jet of contrast coming out of the kidney. Laparatomy was performed approximately five hours post op after conservative management failed. Multiple attempts to obtain additional information including the cause of death have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the wire will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The device history record review reveals no anomalies related to the complaint. The lot met all specifications relevant to the complaint upon lot release. The most probable root cause is determined to be user related.